Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there is no malfunction when sliding swg (spring wire guide) before insertion. Then, the swg is unable to pull out when inserting into patient. Find out that the swg is kinked by removing entire introduction syringe, and the catheter has no damage." No patient injury or complication reported. The device was replaced and procedure successfully completed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs-of-use in the form of biological material was observed on the guide wire and within the needle hub. Visual analysis revealed that the distal end of the guide wire was kinked and was protruding from the second skive hole in the needle cannula. Under normal assembly, the kinked section of the guide wire would have been located within the needle cannula, protecting it from damage. This indicates that the guide wire was removed from the assembly and reinserted. The kink on the guide wire measured approximately 10mm from the distal weld. The guide wire length from the handle to the distal end measured 4 5/16", which is within the specification limits of 4 6/32"-4 12/32" per the guide wire w/ handle. The guide wire outer diameter measured .44mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. The guide wire was able to be dislodged from the skive hole on the needle cannula and removed with little to no difficulty; however, the guide wire could not be efficiently reinserted due to the kinking. A lab inventory guide wire with the same diameter as the defective guide wire was inserted through the needle cannula. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring wire guide damage. If resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink/bend and was observed exiting the second skive hole on the cannula. The sample passed all relevant dimensional and functional testing, and a device history record review was performed, and no relevant findings were identified. Based on the condition of the sample received and the report from the customer, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "there is no malfunction when sliding swg (spring wire guide) before insertion. Then, the swg is unable to pull out when inserting into patient. Find out that the swg is kinked by removing entire introduction syringe, and the catheter has no damage." No patient injury or complication reported. The device was replaced and procedure successfully completed. The patient's condition is reported as fine.